Manufacturer narrative:
(B)(4). Additional information: it was reported a patient experienced a fungal infection on an unreported date. Treatment for the event was not reported. On an unreported date, dianeal therapy was discontinued (previously unknown). On an unreported date, the patient's catheter was removed due to the fungal infection. At the time of this report the outcome of the fungal infection was not reported. No additional information regarding the fungal infection event was able to be obtained. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient received vancomycin (1 gram, intraperitoneally (ip), frequency and duration not reported) and reflin (500 milligrams, ip, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.